Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided by the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
On may 11, 2018, olympus received literature titled ¿current status and problems of treatment with a short single-balloon endoscope for pancreatic, biliary tract disease in patients having reconstructed gastrointestinal anatomy¿ that was made in public in japan digestive disease week (jddw). The literature reported the result of 123 cases of the endoscopic retrograde cholangiopancreatography using olympus single balloon enteroscope between august 2011 to october 2017. In the procedures, following complications reportedly occurred: mild pancreatitis: 3; bile duct inflammation: 4; perforation: 3; aspiration pneumonia: 1. Two cases of perforation required emergency surgery, but others improved by conservative treatment. Olympus reviewed the delivery history of endoscopes for the facility and confirmed sif-290s, sif-y0004, and sif-y0015 were delivered. Olympus is submitting MDR according to the number of complication case because it was not informed which endoscope model was used in the procedures. This report is 11 of 11 reports.